Event description:
It was reported that the patient experienced a pump pocket infection. The patient was given intravenous antibiotics. A pump explant occurred on (B)(6) 2014 and a replacement was planned for a future date. Perioperative antibiotics were administered. As of (B)(6) 2014, the patient was still being treated with IV antibiotics. The device system was used to deliver lioresal. The patient¿s medical status prior to the report, additional signs and symptoms, possible device issues, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Correction: it was reported that the patient experienced a pump pocket infection. The patient was given intravenous (IV) antibiotics. A device system explant occurred on (B)(6) 2014 and a replacement was planned for a future date. Perioperative antibiotics were administered. As of (B)(6) 2014, the patient was still being treated with IV antibiotics. The device system was used to deliver lioresal. The patient¿s medical status prior to the report, additional signs and symptoms, possible device issues, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, information was received from a healthcare professional (hcp) indicating that the patient did not have meningitis. They had fever, redness, and swelling. The primary location of the infection was the device pocket. A culture from the device pocket was obtained, though results were not provided. The patient was given both oral and IV antibiotics. The infection resolved. The following risk factors applied to the status of the patient before implantation of the device: malnutrition or being extremely thin.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).